Event description:
It was reported that the device displayed and error code. The customer returned the product for the error message, and during physical inspection it was found that the device's information menu displayed a error code 41622. There was no patient involvement.

Manufacturer narrative:
H3, h6: received one device, service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported issue of "regular error message" was confirmed through the visual check - error 41622 noted in the device information menu. The cause of the error code was the motor ran with an increased sound, and there was potentially debris. The manufacturer representative planned to replace the motor or remove the debris.